Manufacturer narrative:
A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. There were no scratches or peeling noted near the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents and/or complaints reported from this lot. The investigation determined that the reported balloon rupture appears to be related to operational circumstances of the procedure. Although there were no visible scratches on the balloon, it is likely that the balloon was compromised and or damaged against the heavily calcified, 100% stenosed, and totally occluded lesion resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosed, total occlusion of the right anterior tibial artery. A 2x60mm armada 14 percutaneous transluminal balloon dilatation catheter (bdc) was prepared for use and advanced to the lesion without issue. The armada balloon was inflated 1 time to 8 atmospheres (atm), when the balloon ruptured. The ruptured balloon was able to be simply removed, and another same size armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.